Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported. Pt #1 inratio: 1.5 (coumadin dose increased), 9 days later pt test results are as follows: inratio 1.2, lab 2.9. Pt #2 inratio: 1.6. Three days later pt lab test results are as follows: 3.4.